Event description:
The customer received a questionable vancomycin result for one patient sample. The initial result was 1.2 ug/ml with a data flag. The repeat results were 18.4, 18.0 and 18.5 ug/ml. The result of 18.0 ug/ml was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The vancomycin reagent lot number was 68052801 with an expiration date of 12/31/2013. The field service representative could not find a cause. He checked all instrument levels, ran acceptable precision testing, calibration and qc. He observed the analyzer performing correctly and as per specification. All system checks were successful. Customer ran system ran calibration and qc with acceptable result. The investigation could not determine a specific root cause due to the lack of data available from the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.